Event description:
It was reported the patient had been in the hospital 2 times in the last 3 weeks and was now in a nursing home, rehab facility. The patient¿s spouse stated the hospital would not do an MRI because of the pump. Per the reporter, the patient had a return of symptoms. The patient had the pump for back pain and the patient was in the hospital because 2-3 weeks ago, the patient¿s pain suddenly became severe. Per the patient¿s spouse, starting about 6 months ago, the patient¿s legs just give out at times. The patient walks using a walker, the patient can¿t walk. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).